Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". "Patient with increasing need for norepinephrine during sc. Vssi alarms. Then it is noticed that there is half left of the medicine in the bag even though it would be time to change with the settings the pump went with. Increasing needs of the drug in the patient during this period. Changing the pump and the patient goes from high doses to a lot low doses. This is taken from icca: 07.25 mix a new bag (100 ml total volume) pump speed: 07.00: 10.18 ml / hour 08.00: 17.15 ml / hour 09.00: 16 nl / hour 10.00: 23.28 ml / hour 11.00: 26.19 ml / hour 12.30: 30.55 ml / hour at 13 o'clock vssi alarms but there is about half left, ie the pump does not seem to have given the set volume. Bolus has had power when this has been given with the pump. When changing the pump, the patient goes from high na need to very low need and na can be terminated shortly thereafter. Cleaned at handover (name): yes but unit from patient included for troubleshooting."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). ---------------------------------------------------------------- 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: m030003. 2.5 hours of operation: 2558. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. There was no infusion at the specified date of the incident (2022-05-28). For this reason, the last infusion on 2022-05-26 was investigated. There are many upstream alarms on this date. The reason for those alarms could not clarified. Apart from the multiple upstream alarms, no abnormalities were found. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing are intact. The device is in a clean state and no visible damage can be located. 3.3 functional inspection: a functional test was performed. The device passed the self-test, then a device alarm "2208" was displayed. After restarting the device, the alarm was not displayed again. At the next step a space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: for checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,546 bar (should be: 0,1-0,7 bar) pressure stage 5: is: 0,813 bar (should be: 0,4-1,0 bar) pressure stage 9: is: 1,151 bar (should be: 0,8-1,4 bar) the mechanical pressure cut-off was checked: pmax: is: 1,842 bar (should be: 1,8-2,5 bar) pmin: is: 1,602 bar (should be: >1,5 bar) safety clamp was checked: pmin: is: 1,681 bar (should be: >1,0 bar) the device matches the required values and standards. All measured values are within our specification. 2.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -0,28%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation no faults could be detected, to investigate the inside, the device was disassembled complete. No damage or soiling could be found. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.